Manufacturer narrative:
Upon completion of the investigation it was noted that the product was not returned in the original package. Evaluation of the product confirmed the complaint. There is a very small particle on the inside of the spike/connection tube. The exact cause of particle could not be verified, however; the particle appears to be imbedded in the plastic and most likely occurred during the manufacturing process. It is possible that this particle was introduced during manufacturing, however; this could not be confirmed. This is the first complaint of this type for this product code, therefore; this is considered to be an isolated incident. We will continue to monitor for this or similar complaints for this product code. The lot number was not provided, therefore; it is not possible to evaluate the device history records for the subject product. At the present time this complaint is considered closed.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Event description:
Foreign matter was noted when the package was opened. Another product was used to complete the case. No surgical delay. There were no adverse consequences to the patient. (B)(4).